Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012494829 was returned and analyzed. Visual inspection was performed and the catheter was received with a guidewire, the guidewire was threaded through it, and the slider was stuck. Electrode wires observed to be exposed near the dual lumen area. Upon extending the slider, the spiral array guidewire lumen was observed kinked, and the nitinol wire was partially dislodged from dual lumen. Additionally, electrodes 4 and 5 appeared displaced on the spiral array. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. However, the slide function remained stuck. The catheter was reprogrammed and connected to the generator via a test catheter interface cable. An error 2000 (that there was an electrical current error) occurred, related to catheter electrical current. Hipot testing verified the integrity of the electrode wires' insulation. Electrical continuity testing revealed an open loop between electrode e4. In conclusion, the loop catheter failed the return product inspection due to a detached electrode wire, electrode displacement, gui dewire lumen kink, exposed electrode wires, nitinol wire dislodged, and proximal arm length out of specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, the wire became twisted outside of the body, preventing the wire from being advanced. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected g3: date MFR rec: 2024-11-04 corrected b:event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, it became twisted outside of the body, preventing the wire from being advanced. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.